Event description:
A volume discrepancy was reported. Per the healthcare provider (hcp) the expected volume was 3.1 ml and they pulled out 30 ml. They were filling with "pf nacl today and leaving same concentration as dilaudid i.e. 12 mg/ml; were not going to do bridge bolus". They were going to do pump study. No further info was provided. Dilaudid was delivered at a daily dose of 5.095 mg. Drugs infused besides dilaudid were bupivacaine 750 mg/ml and clonidine 9 mg/ml. Add'l info has been requested, a f/u report will be sent when info becomes available.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient¿s pump had a volume discrepancy at a refill appointment. A catheter dye study was done and revealed that the catheter was disconnected from the pump due to dislodgement/migration. The catheter was revised. The patient required hospitalization due to the event. Per the reporter, this was a non-serious injury/illness. The medications administered via the pump were: (1) dilaudid 2 mg/ml concentration at a daily dose of 5 mg/day; (2) bupivacaine, 9 mg/ml concentration at a daily dose of 3.8 mg/day; and (3) clonidine 750 mcg/ml concentration at a daily dose of 318 mcg/day.